Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer epicardial left ventricular (lv) lead had observations of high out of range pacing impedances greater than 3000 ohms. The system remains in-service. No additional adverse patient effects were reported.